Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen intermittently did not respond and the battery depleted from approximately 20 percent to zero while on a charging pad, after which the device later appeared to function normally and was confirmed up to date. Symptoms included no adverse health effects and no impact on blood glucose. Outcomes included no alarms and no need for medical care. Investigation included customer-guided checks to remove the case, verify software updates, and restart the pump if needed, with user education to contact support if non-responsiveness recurs. Investigation of this case revealed a transient user interface responsiveness issue and possible ineffective wireless charging, consistent with previously observed behavior when device positioning or accessories interfere with charging. It was concluded, based on previously established findings for similar reports, that the cause was user interface performance variability and suboptimal charging conditions.